Event description:
Patient states he is getting less than one hour on his set of batteries. The patient batteries were tested per bio-medical engineering and one battery was found to defective.

Event description:
Patient states he is getting less than one hour on his set of batteries. The patient batteries were tested per bio-medical engineering and one battery was found to defective.